Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were on preadmitted status on server. A technical support specialist dialed into the server and reviewed patient visit and order history, confirming that the patient status was set to preadmitted, which prevented the patient from appearing on the station. Additional verification showed that while the csn existed, the ehr record was not present on the server. The customer was advised to contact admit discharge transfer (adt) to resend the admission message and was also informed that current configuration only allows admitted patients to display on the station. After adt updated the patient status to admitted, visibility was restored, and the issue was confirmed resolved. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing, which located on m nw7b. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.